Event description:
The complainant reported that an implanted impella cp pump experienced persistent suction events during patient support. Despite position and volume management, the low flow persisted and the decision was made to replace the pump with another impella cp device. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was submitted. The device was not returned for investigation. Data logs show low pump flow during the case run, with a noted trend in placement signal. There were no motor current spikes reported during the case. The cause of the low pump flow issue was most likely patient condition related, based on data log review.